Event description:
Pt underwent a bi-frontal craniotomy with orbital bandeau and nasal bone removal with excision of intra-cranial portion of dermoid cyst. Pt was readmitted to the hospital several months later. The next day the patient underwent surgery for post operative peri-orbital infection and significant purulence around region of prior craniotomy. Bioglue was used in first surgical procedure. At the time of second surgery, the operative report notes: frank pockets of pus around area of bioglue application. The pt was diagnosed with peri-orbital abscess and treated with vancomycin and ceftriaxone. Culture result was strep pneumoniae.